Event description:
It was reported that components were explanted due to adverse local tissue reaction.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.